Event description:
It was reported that during surgery the implant broke. No further info was available at the time of this report.

Manufacturer narrative:
Examination of the implant is not possible since it was not returned. Review of the device history file indicates that there were no mfg or material discrepancies identified with the lot. No conclusions can be made with the available info. Since there were no indications of mfg, product, or system discrepancies or deficiencies, the need for further action is not indicated. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.